Event description:
The user reported that the device was making a noise (sounded electrical) and the service light was on. It was also indicated that the device had two error codes in memory. There were no reports of pt use associated with the reported event. The device was subsequently tested by the hospital biomedical engineering staff. A failure of the device to monitor ECG or deliver therapy through the quik-combo therapy cable was observed. The external hard paddles functioned properly for ECG monitoring and therapy.

Manufacturer narrative:
(B) (4). The service rep evaluated the device and confirmed the reported failure. The system controller pcb assembly was replaced and then proper device operation was subsequently confirmed. The device was returned to the customer.